Manufacturer narrative:
An event of delivery system leak was reported. Imaging received appeared to show the leak near extension tube. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. As event appears to be related to a potential product quality issue; therefore, exception issue 133969 has been initiated to further investigate this complaint.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 4f amplatzer torqvue lp delivery system was selected for use. The delivery system was inspected prior to use. During use, "small leak in the shaft" was observed and the shaft was leaking saline mixed with blood. No parts were observed to be damaged. The system was exchanged for a new 4f amplatzer torqvue lp delivery system to complete the procedure. The patient was reported to be in good condition.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.